Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3000 ohms. The patient was brought in to their clinic for evaluation. No noise was observed, and the impedance measurements had been back to normal. The device was reprogrammed to increase the impedance measurement alert. Continued monitoring was discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.